Event description:
The customer reported that a leak was detected at texium connection to smartsite while infusion oxaliplatin in dsw. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported that a leak was detected at texium connection to smartsite while infusion oxaliplatin in dsw. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.